Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. Access was gained through the ampulla into the bile duct with the pre-loaded with acrobat wire guide sphincterotome. The wire guide was fed up the bile duct, when exchanging for a balloon the wire guide was fed up the bile duct, when exchanging for a balloon the wire guide started to strip approximately 20-26 cm from the tip. The elevator was up on the endoscope which the doctor seems to think is why the wire guide was stripped. The procedure was completed using this same stripped wire guide, with no harm to the patient or complications during the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. Approximately 20 cm from the distal end of the wire guide the coating has peeled off the core wire. The area of damage is approximately 2.5 cm in length and is partially peeling on one side of the core wire. No portion of the device is found to be missing. The related wire guide subassembly device history record was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions advise the user that the wire guide should be kept wet for best results. Prior to distribution, all fusion pre-loaded with acrobat wire guide sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.